Event description:
The fe reports the device freezes upon start-up resulting in no-boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ipc 1000 was evaluated and replaced. The system was reconfigured. The system was tested and found to be working as intended and returned to service.